Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not allowed to pull medications and not permitted override attempts. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not allowed to pull medications and not permitted override attempts. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that multiple stations were not allowing medications to pull. A technical support specialist (tss) dialed into the es production server, logged into the pyxis enterprise server (pes), and ran all device event reports for the affected stations, filtering for transaction type ¿remove¿ between october 13 and 14. Multiple transactions were identified, and clarification was requested from the customer via email. No further updates were received, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue.